Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, rupture, "chronic xanthogranulomatous inflammatory reaction and synovial metaplasia". This record is for the right side device. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening on the patch assessed as workmanship. A further investigation is requested. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, rupture, "chronic xanthogranulomatous inflammatory reaction and synovial metaplasia". This record is for the right side device. The device was explanted and replaced with another manufacturer's device. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d4, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, rupture, "chronic xanthogranulomatous inflammatory reaction and synovial metaplasia". This record is for the right side device. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed a opening on the patch through visual inspection assessed as workmanship. A further investigation is requested. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Further investigation summary based on the device analysis performed, it was observed a split in patch, and it is out of specification per qa199.04 as code ss, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because the event has a severity of 3 (minor/non-serious) (severity established per matrix qpp07-01-003-g17) and according to it, there is not a risk to the patient, therefore, this case is not considered as a confirmed high impact complaint. It is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See manufacturing personnel review attached. In addition, no defects/problems/issues were found in the documents or in the personnel training review, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all split in patch events for gel that have been manufactured in the last 2 years from october 2023 through september 2025 was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Also, a review of the current risk documents pfmea-silicone filled bi and sizer assy revision 3.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Nevertheless, the issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, rupture, "chronic xanthogranulomatous inflammatory reaction and synovial metaplasia". This record is for the right side device. The device was explanted and replaced with another manufacturer's device. Device has been returned.